Event description:
Reprise iii study. It was reported that left bundle branch block (lbbb) occurred. Procedure summary: prior to the index procedure, heparin or other anticoagulant were given and the patient was on a prior regimen of aspirin and antiplatelet other than aspirin at the time of index procedure. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty (bav). An unspecified conduction disturbance was noted post bav. The aortic valve was treated with deployment of a 23 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial resheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus, in accordance with the directions for use. Post procedure summary: on the same day post index procedure, site has reported an event of left bundle branch block. No action was taken to treat the event. The event was considered recovered with sequelae. The patient was discharged on aspirin and clopidogrel. It was further reported that lbbb was seen post bav. The 23mm lotus edge valve does not appear to have been present in the patient's body at the onset of the lbbb. The patient was discharged five days post procedure. It was further reported that the lbbb event has been withdrawn.

Manufacturer narrative:
Other relevant history and describe event or problem: updated with additional information received.

Event description:
Reprise iii study. It was reported that left bundle branch block (lbbb) occurred. Procedure summary: prior to the index procedure,heparin or other anticoagulant were given and the patient was on a prior regimen of aspirin and antiplatelet other than aspirin at the time of index procedure. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty (bav). An unspecified conduction disturbance was noted post bav. The aortic valve was treated with deployment of a 23 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial resheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus, in accordance with the directions for use. Post procedure summary: on the same day post index procedure, site has reported an event of left bundle branch block. No action was taken to treat the event. The event was considered recovered with sequelae. The patient was discharged on aspirin and clopidogrel. It was further reported that lbbb was seen post bav. The 23mm lotus edge valve does not appear to have been present in the patient's body at the onset of the lbbb. The patient was discharged five days post procedure.

Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) occurred. Procedure summary: prior to the index procedure,heparin or other anticoagulant were given and the patient was on a prior regimen of aspirin and antiplatelet other than aspirin at the time of index procedure. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty (bav). An unspecified conduction disturbance was noted post bav. The aortic valve was treated with deployment of a 23 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial resheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus, in accordance with the directions for use. Post procedure summary: on the same day post index procedure, site has reported an event of left bundle branch block. No action was taken to treat the event. The event was considered recovered with sequelae. The patient was discharged on aspirin and clopidogrel.